Manufacturer narrative:
Per the clinic, the patient underwent a skin debridement surgery on (B)(6) 2025, under general anesthesia. Subsequently, the device has been explanted on (B)(6) 2025, under general anesthesia.

Manufacturer narrative:
Per the clinic, the patient experienced postauricular wound infection with ulceration and chronic drainage. Subsequently, the patient was treated with topical and systemic antibiotics (date and duration not reported) and underwent skin debridement surgery in (B)(6) 2025 (specific date not reported) to clear the infection.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to an unknown reason. Additional information has been requested but has not been made available as of the date of this report.